Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture (grade unknown), bilateral gel bleed, and suffered several unexplained systemic symptoms, including dyspnea, hot flashes, hair loss, discolored legs, inability to turn her neck, swollen ears and ear infections, difficulty moving, bumps on her head, inability to open her mouth, difficulty swallowing, nausea and dizziness. Per the patient¿s report, she can feel silicone in her lungs when she coughs, and she reports leaching silicone from her body after showering. The root cause of the patient¿s symptoms is unclear . As a result, the patient underwent bilateral removal without replacement in (B)(6) 2017. The patient reports that when the implants were removed, they were half empty, and that her symptoms didn¿t improve after explantation. This report is for the right prosthesis.